Manufacturer narrative:
(B)(4). Baxter rec'd and evaluated the device. The device was found out of spec in relation to the reported symptom which was confirmed through the history log but not reproduced. The eval found the downstream sensor current reading with a fluid filled set loaded to be above spec. Further eval determined that the downstream pusher plate gap was too small. The device was reworked.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message at start up. It was also reported that there was no pt injury.